Event description:
The patient was scheduled for an MRI of the right shoulder without IV contrast. The patient was not offered ear plugs for the study. Patient is now alleging ongoing tinnitus since the study a few months ago.